Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported impact to the customer's blood glucose (bg) level. Customer reverted to an alternate form of insulin therapy.